Event description:
A 4.5 mm cannulated screw was implanted to repair a broken foot (broke while playing basketball). Subsequent x-ray taken showed something in the soft tissue at the end of the screw. Pt was returned to the operating room (B)(6) days after implant for removal of the screw. Upon removal it was noted the screw threads had peeled during insertion. The peeled threads were still attached to the screw and were removed from the pt. Another screw was placed.

Manufacturer narrative:
Lot#: this info was not provided during initial report nor on the medwatch report received. (B)(4). Investigation could not be concluded. No conclusion could be drawn. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.